Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo became aware of an event involving enterprise 5000x bed and its accessory ent-acc01 - lifting pole handle. It was indicated that the strap handle broke and dropped from the pole. No information regarding the patient involvement and injuries were disclosed by the facility.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo became aware of an event involving enterprise 5000x bed and its accessory ent-acc01 - lifting handle. It was indicated that the strap of the handle dropped from the pole. No information regarding the circumstances of the event, patient involvement and injuries were disclosed by the facility. Based on very limited information received, we were not able to determine the exact root cause of the event. The customer reported only that the accessory dropped from the pole. There was no allegation of the accessory malfunction. Therefore, it seems that this particular event might be a result of handling of the accessory not in accordance with the product instruction for use (746-439-ml_10): "fit the lifting strap loop over the horizontal part of the lifting pole. Ensure that the loop lies between the projecting pegs (circled) at all times." In summary, the handle lifting detached from the lifting pole and from that perspective, the device did not meet the manufacturer¿s specification. It is unknown if the device was used with a patient at the time of the event. The complaint decided to be reportable due to the allegation of lifting handle strap (ent-acc01) dropped from the pole.